Event description:
Healthcare professional reported that homepatient was diagnosed with peritonitis after disconnecting and reconnecting himself to the homechoice set during automated peritoneal dialysis therapy. Healthcare professional states that the homepatient had irritable bowel syndrome and has symptoms of diarrhea as a result. Healthcare professional reported the homepatient disconnected during therapy to use the bathroom because of the diarrhea, and feels the homepatient contaminated himself when disconnecting and reonnecting to the set. Healthcare professional stated that within the week homepatient felt feverish and presented to the hosp on 1/23/99 with peritonitis. Homepatient was treated with antibiotics, vancomycin and levaquin. Culture of effluent taken on 1/23/99 revealed streptococcus bovis. According to healthcare professional, the homepatient was released from the hosp and continued to receive antibiotic treatment for 10 days. Healthcare professional states homepatient is now fully recovered from the peritonitis episode, and continues to perform automated peritoneal dialysis therapy useing the homechoice.